Event description:
Staff were trying new lighted ear curette on sally to see how it worked before using on resident of facility. Long plastic curette attaches to light source, did not attach securely and it became projectile and shot into sally's ear puncturing her ear drum. Company called and stated this has happened before to another customer. Exact brand bionix lighted microloop 3mm diameter.